Event description:
I had essure procedure in (B)(6) 2015 and went in for a follow up hsg 3 months later which showed full blockage. The coil didn't go into my right ft and was confirmed blocked already by my doctor. It is now (B)(6) 2015 and I am 7 weeks pregnant and have pain in my abdomen which coincided with the location of the coil. When making quick movement like getting out of bed, I get a sharp pain. This procedure is not accurately performed or is not as effective as stated.